Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two vasoview hemopro jaw boot broke. The first jaw boot fractured during the procedure, about 1/2 way through harvesting. The second jaw boot was sliding off so the harvester slid the jaw boot back on and used it to complete the procedure. Nothing detached from the jaws. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the cold jaw silicone boot was peeling along the sides and top. The jaws were burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot cracked" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).